Event description:
The customer reported one 2 mm rubber fragment caused diluted sample of approximately five (5) milliliters of fluid to overflow from the diff mixing chamber involving unicel dxh 800 coulter cellular analysis system. The fluid was contained within the instrument. The customer had on personal protective equipment (ppe) consisting of gloves and a laboratory coat during the event. Patient results were not impacted. The customer did not have direct contact with the fluid; there was no exposure to open lesions or mucus membranes. There was no operator injury or adverse effect associated with this event. Beckman coulter field service engineer (fse) assessed the instrument at the facility.

Manufacturer narrative:
The field service engineer (fse) discovered a 2 mm rubber fragment inside the diff mixing chamber and removed the rubber fragments to resolve the issue. The instrument conformed to the manufacturer's published performance specifications. Beckman coulter internal identifier for this report is (B)(4).